Event description:
New information on (B)(6) 2014 indicates the lead also exhibited fracture, low impedance and insulation anomaly.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.